Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifiers, date of birth and weight not reported, device is not considered implanted or explanted, device is available for evaluation, reporter telephone number unavailable for reporting. Device history record review: please note, this DHR review is for sterilization procedure only: part no.: 04.211.012s; lot no.: l591957; manufacturing location: (B)(4). Supplier: (B)(6). Release to warehouse date: 27.sep.2017. Expiry date: 01.sep.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.012 / h446706 was manufactured in us, monument manufacturing location: (B)(4). Manufacturing date: 06-sep-2017 part no: 04.211.012 (EU item), lot no: h446706 (non-sterile) - 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 12mm. Quantity 240. Components reviewed: raw material part 04.211.012.999, lot: h434567. 2.8mm ti screw blank 12mm. 02.7 variable angle w/sd8. Inspection sheet for in-process dimensional ns070568 rev: c. Inspection sheet for in-process/inspect dimensional/final inspection meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed for the subject device . Upon visual inspection of the complaint device (screw head) it can be seen that the screw is broken around the screw neck, this thus confirming the complaint description. The shank part of the screw is not returned for evaluation. A device history record (DHR) review was performed for the affected lot, 210 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in september 2017. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Due to the complaint description (reported: the surgeon commented that the cause might be attributable to an excessively angular screw insertion which could have increased an enormous resistance against the removed screw.) We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. Furthermore, it has been determined that no corrective and/or preventative action is proposed.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a locking screw broke intraoperatively during a procedure for distal area fracture on the left humerus conducted on (B)(6) 2018. The locking screw was inserted into a distal hole of a medial plate. The screw was tried to be removed for its re-insertion to another distal hole. During the removal, the screw broke at the screw head area, leaving its threads in the patient¿s body. The surgeon decided to leave the fragmented threads in the body and completed the surgery with a one-minute delay. There was no adverse consequence to the patient. The surgeon commented that the cause might be attributable to an excessively angular screw insertion which could have increased an enormous resistance against the removed screw. Procedure completed successfully. Concomitant devices: plate (part# unknown, lot# unknown, qty 1). This is report 1 of 1 for (B)(4).